Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as onset, the patient was hospitalized for the event. Upon being hospitalized, the patient began treatment with ciprofloxacin and imipenem (routes, doses, frequencies, and durations not reported) for the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. After fourteen days, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information is not available at this time.